Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported on (B)(6) 2020 that they had met with a manufacturer representative (rep) awhile back because their ins wouldn't connect or charge nor turn on in their back because it wasn't charging. The rep reviewed the slow recharge process at that time, but now the patient couldn't recall what those steps were. The patient noted that the electroshock therapy they had in (B)(6) 2020 had wreaked havoc on their memory. They also noted they were supposed to meet with a rep at their next appointment, but was hoping to start the slow recharge again before that appointment, if necessary, because sitting in the doctor's chairs for so long was painful for the patient. The field was notified of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had about a month of electroconvulsive therapy in january and that ever since, the external equipment had not been connecting to the implant. The patient stated that the programmer was not recognizing the implant and the recharger would not charge the implant. The patient thought that the internal components were damaged from the electroconvulsive therapy. A manufacturer representative was requested to meet the patient at an upcoming appointment with her healthcare provider. No patient symptoms reported.